Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e300" occurred and the front panel was blinking. This report is submitted due to the report of the front panel blinking. The problem, as reported to olympus, was identified during an inspection. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the blinking led and error code e300 was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: scratches on the front panel, slight corrosion on the tank socket, scratches on the top cover, scratches on the rear panel. Based on the results of the investigation, the root cause of the blinking led and error code e300 occurred due to dust accumulated inside the device. Olympus will continue to monitor field performance for this device.